Event description:
It was reported during insertion of the intra-aortic balloon(iab), the guide wire was unable to be advanced through the lumen. There was difficulty removing the guidewire also. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. A 0.025¿ guidewire and the one-way valve were also returned. Two catheter kinks were observed near the y-fitting at approximately 73.7cm & 75.4cm from the iab tip. Additionally, the returned guidewire j-tip was found to be unraveled, along with three guidewire kinks at approximately 104.6cm, 95cm & 57.9cm from the tip. The one-way valve was vacuum test and it held vacuum the technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded with dried blood. The technician was unable to clear the occlusion and dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirms the reported problem. It is difficult to determine when the occlusion occurred, however, if this occurs during the procedure, it can cause guidewire insertion and removal difficulty. In addition to this, a kinked guidewire may also contribute to advancing or insertion difficulty. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the guide wire was unable to be advanced through the lumen. There was difficulty removing the guidewire also. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the guide wire was unable to be advanced through the lumen. There was difficulty removing the guidewire also. There was no reported injury to the patient.